Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.

Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c5-c6. At 84 months post-op, subsidence of the implant with limited mobility was noted. No treatment was provided.